Event description:
The pt had received a partial knee arthroplasty, performed using mako's robotic arm interactive orthopedic system (rio) and the restoris multicompartmental knee system (mck). More than two months after the original procedure, the pt fell, and the joint became infected. The surgeon swapped out the pt's onlay insert component.

Manufacturer narrative:
An evaluation fo the event has been initiated at mako surgical, and is in progress. Preliminary results are not yet available.